Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer believed the occlusion alarm was due to hitting muscle tissue with the infusion set site. The customer declined troubleshooting with tandem technical support to verify a possible cause of the occlusion. Reportedly, an infusion set change was performed to address the occlusion alarm.